Manufacturer narrative:
According to the customer on (B)(6) 2024 when using the nebulizer, the customer "plugged it in and it sparked and died". The customer reported there was a "visualized spark". The customer reported "no one was injured". The customer stated that the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 when using the nebulizer, the customer "plugged it in and it sparked and died".